Event description:
(B)(4). In (B)(6) 2015 I went to my doctor and spoke to her about what I had going on and about my nickel allergy and I told her I knew my problems were from the essure and disagreed but listened to what I had to say and sent me for blood work and ultrasounds and everything came back fine. Still knowing the problems were coming from the device I begged to have it removed and as of (B)(6) 2015 I had a hysterectomy and during my surgery my doctor found that the coils had perforated through my tubes and were puncturing my uterus. Again this never showed up on the ultrasounds I had done! If I wouldn't have pushed to have this surgery and have the coils removed I could be in a worse position than I was! Ever since having the surgery I feel like a new person and my life is back to normal.

Event description:
(B)(4). From about a month after I had the device implanted my problems began! Excessive hair loss, horrendous pelvic pain, loss of sex drive, mood swings, irregular bleeding that at times would be heavy and other would be only spotting, and horrific pain while trying to have sex!